Event description:
A valiant stent graft was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm approximately 3 years ago. Aneurysm and vessel morphology at the time of implant were not reported. The patient has experienced aneurysm growth, identified at a recent follow-up. The patient was converted to an open repair with explantation of the valiant stent grafts. No additional clinical sequelae were reported, and the patient is fine. (B)(4).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (conversion to open repair). (Unknown cause of event). Evaluation, conclusions: (unknown cause of event).